Event description:
The customer has reported to philips healthcare that the heartstart xl failed the general self test with two different batteries. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.